Manufacturer narrative:
(B)(4). One pe insert (71421516) and one knee tibial insert (71420170) were returned for investigation visual inspection of the gii insert showed rounding of the anterior lock that indicates the insert was seated initially. Damage/deformation was observed on the articulating surface of the tibial insert; these features were likely created by third-body particulate (bone chips, bone cement, etc.) Secondary to implant loosening. Damage to the outer edge of the insert likely occurred during separation of the insert from the base. Visual inspection of the gii cmt tibial base showed burnishing of the fixation surface indicated that the tibial base may not have been well fixed in the tibia; no bone on-growth or cement adhesion was noted on the fixation surface. A review of the manufacturing records for the 71420170 gns ii cmt tib size 6 left/13dt29784 did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision knee surgery was performed due to tibial loosening. Minimal cement integration was observed on the baseplate and was easily removed by hand during the revision surgery.